Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a out of range impedance warning for high defibrillation impedance. Follow up indicated that the lead is stable and the patient was seen in office. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.